Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have had high blood glucose of 400 mg/dl. Customer's blood glucose at the time of call was 600 mg/dl. Customer treated high blood glucose with insulin pump and manual injection. A symptom of customer's high blood glucose was thirst. Troubleshooting was not performed on insulin pump due to customer being confused and agent called paramedics. Nurse was advised to have customer call back for troubleshooting.